Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Received photo shows an implanted intraocular lens (iol) on a monitor screen. There appears to be a scratch/mark just of the center of the optic. Based on our observation of the attached photo, there appears to be a scratch/mark just of the center of the optic. The origin of the observed scratch/mark cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during a follow-up visit after an intraocular lens (iol) implantation, a scratch had been noted on the optic portion of the lens. The surgeon confirmed that no forceps had been used on the optic part and had no plan to perform an exchange. Additional information has been received stating that the lens was implanted on (B)(6) 2025 and scratch was noticed on (B)(6) 2026. There was a prior follow-up; however, the physician was unsure whether the mark existed beforehand.